Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had physical damage. Blood glucose was 341 mg/dl at time of incident. Troubleshooting was completed. Customer reported that the reservoir was unable to lock in place. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump and will return the one they currently use for analysis.

Manufacturer narrative:
Insulin pump received, unable to perform the displacement due to complete broken reservoir tube lip and dog chew marks noted. The p-cap does not lock into the reservoir compartment properly due to completely broken reservoir tube lip noted.